Event description:
It was reported that the system displayed two images on the left monitor, which is not a usable image. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The monitor was evaluated and replaced. The system was tested and found to be working as intended and returned to service.